Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the investigation is complete, a f/u report will be filed.

Event description:
It was reported that the tip of the device was broken. The condition of the device was discovered during sterilization. It is unk if there was any pt involvement or adverse consequences. No additional info has been received despite numerous attempts.